Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that product analysis investigation is completed. (B)(4).

Event description:
It was reported that during the procedure, interference (bad signals) were present. By changing the cable did not solve the issue but when the catheter was changed, the problem was fixed. There were no patient consequences and the case was completed. Additional information was requested to the customer to obtain detailed information regarding the event and it was stated that the noise occurred only on the 10 poles of the lasso catheter which was not a reportable event. However, when the product was received in bwi for analysis on (B)(6) 2013, it was found that the ring electrode #1 was found damaged with foreign material underneath making this event reportable dating (B)(6) 2013 as alert date.

Manufacturer narrative:
(B)(4). It was reported that during the procedure, interference (bad signals) were present. By changing the cable did not solve the issue but when the catheter was changed, the problem was fixed. There were no patient consequences and the case was completed. Upon receipt, the catheter was visually inspected and it was found that ring #1 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. A ft-ir test was intended to be performed but the white particle got lost due to it was too small. It was unknown how the ring was damaged and the origin of the foreign material. Then per the reported event, an electrical test was performed and catheter passed. Catheter od's (out diameter) were also measured and catheter was found within specifications. The reported customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. For the damage ring/foreign particles, an internal corrective action was opened to address this issue.